Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose of over 500mg/dl with increased polydipsia, crankiness and small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting the basal delivery totals in tdd match active basal program total or are as expected and basal history matches the active basal program settings. The bolus totals do not match with a >5% different. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.